Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level read high (<500 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm) and the cannula was bent. As treatment, a new pod was placed and the patient received a manual injection using an insulin pen.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula did not measure the correct full length according to specification, measuring 1.029 inches. Inspection of the soft cannula found the distal tip damaged. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported unsure properly inserted. Inspection of the fluid path and needle mechanism components found no other damages or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the environmental seal and bottom housing found no evidence of the soft cannula deploying into either. A root cause for the reported unsure properly inserted cannula could not be determined. The soft cannula did not appear bent or kinked. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would prevent the flow of insulin, though fluid could not flow through the complete fluid path due to the soft cannula measuring out of specification.